Event description:
It was reported that a patient experienced a fall and subsequently reported a full body shock sensation, which resolved after turning the stimulator off. The patient has not attempted to turn the stimulation back on since theevent. The physician indicated a possible lead placement issue and may order x-rays to confirm lead placement. An impedance check is planned, and the patient has a scheduled appointment to further assess the situation and attempt to reactivate stimulation. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the rep reprogrammed stimula tion off electrodes with elevated impedances. Able to get adequate coverage without any overstimulation. X-rays appear to show leads haven¿t changed levels but possibly touching. Impedances elevated on electrodes 4,5,6,12,13,14. The issue has resolved at this time, no further actions required. Additional information was received from the manufacturer representative (rep). It was reported that the rep clarified the leads possibly shifted due to the fall.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 18-may-2029, UDI#: (b)(4 ; product ID: 9 77a260, serial/lot #: (B)(6) , ubd: 18-may-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.